Event description:
The customer reported to olympus, that the video system center had an interface problem and the socket was faulty. The issue was found during preparation for use. The device was returned for evaluation. During the device evaluation, the following was found: there were video cable connector failures. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. During inspection, olympus confirmed the reported event, in addition, the following non-reportable malfunctions were found failures of cable connectors. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the image is not displayed due to a malfunction of the scope socket. Olympus will continue to monitor field performance for this device.